Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2025 from the imaging database and imedidata: on (B)(6) 2025 the patient underwent endovascular treatment as a planned endovascular procedure for an aortoiliac aneurysm. The patient was treated with a gore® excluder® conformable aaa endoprosthesis and two gore® excluder® aaa endoprostheses. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. Device catheters were successfully removed after successful access, delivery and deployment of the devices. The patient was discharged on (B)(6) 2025. On (B)(6) 2025, it was noted that the patient underwent a cta. The left common iliac artery (lci), left internal iliac artery (liia), and left external iliac artery (lei) were reported as occluded. Evaluation for a potential endoleak was inconclusive, as only the arterial phase images were available. Non-contrast and delayed phase CT images were not provided. Additionally, pre-implant imaging was unavailable at the time of evaluation for comparison. There also appeared to be a left iliac extender present; however, it was not documented in the electronic data capture (edc) system. On (B)(6) 2025, the patient underwent a thrombectomy and bypass surgery due to vascular graft occlusion. The patient tolerated the procedure.